Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings:. Evidence of moisture contamination inside battery compartment. Pump is unresponsive with the returned battery cap and test battery cap. No audible tone, no vibration alert and screen remains blank. (See (B)(4)). Removed pump case. Vibrate motor intact. No evidence of damage to vibrate motor. Unable to functionality check vibrate motor due to unresponsive pump.. Checklist steps 4,6,7,8,9,10,11,12 fail due to unresponsive pump. Pump is unresponsive due to moisture damage. Unable to adequately investigate "no vibration" complaint due to inability to "power up" and "run" pump.